Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that transray plus 35cc intra aortic balloon (iab) had an issue as the arterial pressure waveform did not display even with the sensor balloon and no catheter or cardioseve module alarms were triggered, requiring arterial pressure to be supplied via external input to maintain full auto support, and subsequent inspection of the catheter connector revealed that one of the power supply pin jacks was dented. There were no patient harm or injury was reported

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over three months. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.